Event description:
Unsolicited communication: pt calling to report defective remodulin cassettes. Patient had an issue with 2 cassettes since last shipment (unknown specifically what was defective in regards to the cassettes) but discarded them and does not know lot numbers for reporting. Pt had to use extra remodulin due to this and only has 4 days on hand. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking information is not available. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(4) by pt/caregiver.